Event description:
It was reported that the t:slim x2 pump battery would not charge, indicated by a power source alert. The customer used the recommended charging cable and wall adapter but initially did not attempt to leave the wall adapter plugged into a working outlet for at least 30 minutes. There was no adverse impact to the customer¿s blood glucose level reported. After being instructed by technical support, the customer followed the suggestion to leave the adapter plugged in, and the pump successfully began charging without leading to a shutdown or requiring further assistance.